Event description:
(B)(4). I was implanted with a medical device implant called essure on (B)(6) 2011. This medical device implant is now manufactured by bayer, formally by conceptus inc. My lot number is 774400. My model number is ess305. This device has a three year shelf life, however I do not have that expiration date. The onset of my complaints started within 6 months of implantation. This is a list of my side effects and symptoms that I have experienced due to essure: cramping, sharp/stabbing pelvic pain, vaginal discharge, hot flashes, excessive bleeding during period (menorrhagia), night sweats, loss of libido, bleeding/spotting after sex, painful periods (dysmenorrhea), painful intercourse (dyspareunia), incontinence, long menstrual cycles (polymenorrhea), sexual dysfunction (unable to orgasm or feel pleasure), yeast infections (candida), urgent/frequent urination, uti (urinary tract infection), bladder infection, itching, burning, stinging, stabbing of vaginal entrance , abdominal spasms/ twitching/ fluttering, back pain, joint pain, leg pain, hip pain, chronic pelvic pain, all over body aches/pain, severe bloating, metallic taste in mouth, heartburn, bowel issues, headaches or migraines, dizziness, tingling sensations, numbness nerve pain, brain fog and; cloudiness, forgetfulness, anxiety/panic attacks, mood swings, diminished brain function (brain fog, confusion, cloudiness, forgetfulness, short term memory loss), numbness/tingling in extremities (hands/feet), sensation of burning, stinging, tickling or prickling of skin (paresthesia), nerve pain, high blood pressure, allergies/sensitivities, metal allergies (nickel), heightened allergies/ allergic reactions, allergic reactions, hives, rashes, cysts, boils, acne, skin irritation/itching, swelling of legs or feet, hair loss or changes, hair growth in new places, dental issues, gallbladder issues (gallstones/removal), weight issues (loss/ gain), swelling of legs/feet, muscle spasms, vision problems (floaters, blurred vision, decreased vision), excessive sweating, dry skin/hair/eyes, severe bloating. I have been seen by 2 different doctors. I have had the following surgeries due to essure: removal of fallopian tubes, part of uterus, and the coils. The device has been removed on (B)(6) 2014. The device was not returned to the manufacturer the device is not in my possession.